Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the most likely cause of the malfunction was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope had a broken magnetic ring of the control section, damaged fiber bonding in the outer tube area (distal end), the outer tube had a dent, and the light guide bundle of the video cable section was broken. There was no patient involvement.